Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/18/2019 in a follow-up call to ensure the customer's condition since the initial call; customer is currently in the hospital since (B)(6) 2019. I was able to speak to her boyfriend and they admitted her to the hospital. Her boyfriend states that he gave her some insulin and then took her to the hospital and the results at the hospital was 348mg/dl after taking the insulin. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Boyfriend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and symptoms.. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is undisclosed. The meter memory was not reviewed.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. A internal report # (b)(40. Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer is currently in the hospital since (B)(6) 2019. I was able to speak to her boyfriend and they admitted her to the hospital. Her boyfriend states that he gave her some insulin and then took her to the hospital and the results at the hospital was 348mg/dl after taking the insulin. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Boyfriend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and symptoms.. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is undisclosed. The meter memory was not reviewed.